Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient on impella 5.5 support developed a hematoma at the access site noted upon arrival to the intensive care unit. Sandbag was applied and blood products were administered. Additionally, during initiation of gastrointestinal (gi) capsule study, the patient began showing signs cerebrovascular accident (cva). Right sided deficits. The patient is off systemic anticoagulation for four days due to gi bleed. Successful stent of left main coronary artery was done. Neurological symptoms slowly were improving. It was further reported that the patient previous embolic cva from (B)(6) developed into a hemorrhagic cva evening of (B)(6). The patient remains off systemic anticoagulation. Serial computed tomography scans will be done to monitor development. No intervention available at this time per neurology. The patient remains on support.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding, stroke/cva, vascular damage - peripheral vessel, and high purge pressure has been completed. The root cause of the high purge pressure issue was most likely biomaterial per log analysis. As this clinical information was not provided, the true root cause of access site bleeding, stroke/cva, and vascular damage - peripheral vessel, could not be determined. B2 revised to reflect the patient outcome of death. B5 revised to reflect the patient outcome of death. D6b explant date added. H1 type of reportable event revised to reflect the patient outcome of death. H6 health effect - impact code 1802 death added.

Manufacturer narrative:
B.1 revised to reflect both adverse event and product problem due to additional information received from the clinical site. B.5 additional information was received from the clinical site. H.6 added due to medical device problem code additional information received from the clinical site. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26865 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
Additional information was received that the impella 5.5 had purge pressure and purge system blocked alarm while in use with the patient. The patient has been on impella support since (B)(6) 2025 as no long-term advanced therapy was planned at this point. The purge cassette and tubing were changed without resolution. Tissue plasminogen activator (tpa) was added to the purge.